Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Health effect: impact code: (B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: an opening on anterior, crease fold, and wear abrasion. Leak test and microscopic analysis was performed which identified: a crease sharp opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a crease sharp opening on anterior assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.